Event description:
User received discrepant troponin t results for one patient sample. Initial result gave 0.157 ug/l. Same sample was repeated three times giving 0.079, 0.085 and 0.089 ug/l. Initial result was reported. No clinical information about the patient was available. No adverse events were reported from the customer side. The investigational unit did not verify the customer complaint. A specific root cause could not be identified as data from the time of occurrence was unavailable for further evaluation. The field service representative replaced and aligned the black tubing to the measuring cell. Additionally it was noted a shorter than allowed clotting time for the sample and too high centrifuge settings as a possible root cause. No further issues have been observed by the customer since the fsr service visit.